Manufacturer narrative:
Eval could not be performed. Device not returned to howmedica rutherford.

Event description:
The pt presented with slight pain. The femoral component was revised. Revision surgery revealed granulomas in the femur, and the component was found to be loose.